Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for post implant paravalvular leak was confirmed based on provided imagery and medical record. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''pod-1 from a tavr procedure with a 20 sapien 3 ultra valve in the aortic position showed ef 75%. Trivial pvl. Velocity 2.5, mean 17. Ava 1.5. One month post procedure the valve showed velocity 3.1, mean 18. Ef 75%. Trivial pvl. Approximately 2 months and 16 days post procedure a tte performed showed widened pulse pressure, moderate pvl, a velocity of 3.5 and a mean gradient of 29. Per clinical review of a tee approximately 3 months post tavr moderate-severe paravalvular regurgitation was noted. Per additional information received from the vcc the CT that showed thickened calcified aortic valve was pre tavr. Per clinical imaging review, this patient's CT annular sizing was borderline 20 vs 23, the site implanted a 20mms3. Pvl was noted on pod1 which may have been underestimated due to poor image quality. Pvl is seen on each of the echo exams over the next few months. A bav was performed. Pod1 s/p bav, moderate pvl is noted.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, under-expanded thv was suspected per ew-proctor review, so it led to the trivial paravalvular leak right after the implantation as reported. Over the time, under-expanded thv can potentially compromised the seal provided by the skirt between the valve and target site (native annulus), leading to paravalvular leak as observed. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per additional information received from the vcc the CT that showed thickened calcified aortic valve was pre tavr. Per clinical imaging review, this patient's CT annular sizing was borderline 20 vs 23, the site implanted a 20mms3. Pvl was noted on pod1 which may have been underestimated due to poor image quality. Pvl is seen on each of the echo exams over the next few months. As a result a bav was performed. Pod1 s/p bav, moderate pvl is noted.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and correction from the vcc and clinical imaging review. The following sections of this report have been updated: b.4, b.5, e.4, g.3, g.6, h.2 and h.10. The following sections of this report have been corrected: h.1 corrected to just adverse event h.6 device code (updated to just 1457). A voluntary medwatch was submitted under report #2000330000-2024-8029. The investigation is ongoing.

Event description:
As reported by a field clinical specialist, pod-1 from a tavr procedure with a 20 sapien 3 ultra valve in the aortic position showed ef 75%, trivial paravalvular leak (pvl), a velocity of 2.5, a mean gradient of 17mmhg and an ava of 1.5. One month post procedure the valve showed a velocity of 3.1, a mean gradient of 18mmhg, ef 75% and trivial pvl. Approximately 2 months and 16 days post procedure a tte performed showed widened pulse pressure, moderate pvl, a velocity of 3.5 and a mean gradient of 29. Per clinical review of a tee approximately 3 months post tavr moderate-severe paravalvular regurgitation was noted. A CT performed at an unknown date showed a thickened calcified aortic valve. The patient will be assessed for possible bav.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.